Event description:
Caller reports that she was implanted with essure less than a year ago and has been having dizzy spells, itching all over her body, heavy bleeding during her menstrual cycle. Some times she has to change tampons every 30 minutes. She also experiences excruciating pain especially around her right ovaries and has gained more than 20lbs since she had the tubes implanted. Her quality of life has been drastically affected and now she is due a hysterectomy in 2 weeks to remove the coils hoping all the adverse effects. She pleads with the FDA to look into this issue seriously and get the product off the market.